Event description:
It was reported that, an 840 ventilator shuts down and was inoperable while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the malfunction in the memory logs but the se was not able to duplicate the alleged failure. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.